Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; corrected: d4; h4.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found one of the pin caps to have fractured from the handle body. Impact marks were observed on the inside of the handle body and both sides of the strike plate. The handle body and mating features are scuffed and discolored. The rear rod of the device is also fractured but was not returned. No fractured surfaces for the rod are available for evaluation. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02342.

Event description:
It was reported that the instruments were fractured. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable at this time.